Event description:
The customer stated that while being used on patient, the alarm did not sound even though the spo2 (saturation reading) exceeded the lower spo2 alarm limit setting. No patient harmed.

Manufacturer narrative:
Covidien has requested that the unit be returned to our service center in (B) (4) for evaluation.